Event description:
It was reported that during a meniscus repair, the knot of the fast fix 360 was not running. T1 and t2 were left secure behind the meniscus. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: h6: medical device problem code. H3, h6: the reported device was not received for evaluation. However, another device was received. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The t2 was cut from the suture and was not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed that the actuator will only cycle from the pre-t1/post-t2 position to the tip of the needle and back to the pre-t1/post-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported device could not be determined since a different device from the same batch was returned. A definitive root cause for the returned device could not be determined. Factors that could have contributed to the failure to cycle include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended misuse or failure of the deployment mechanism). Based on this investigation, the need for corrective action is not indicated.